Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a device change out due to normal eri, the lead exhibited externalized conductors. The patient will be monitored.